Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that there were large discrepancies between her sensor glucose readings and her blood glucose readings. The customer mentioned several cases in which the readings were not within an acceptable range. His current sensor glucose at the time of call was 132 mg/dl but his blood glucose read 570 mg/dl. Troubleshooting was initiated for these discrepancies and the customer was advised on proper insertion technique and locations. The customer also mentioned that he doesn't know why his sugar is high, and that he felt fine but that his stomach has been giving him issues the past couple days. Troubleshooting for the high blood glucose was declined. The customer was advised to monitor the equipment and his blood glucose carefully and to call back for testing when he has time. No products were returned and two replacement sensors were shipped to the customer.